Manufacturer narrative:
Log files confirmed provue issued "?" For microwell 3 of the antibody screen to the original testing performed on (B)(6) 2016. The card in question was brought to the service rack for review, where the customer modified the results to negative. On (B)(6) 2016 a new sample for xmatch was submitted. Customer identified an anti-c antibody. The customer did antigen typing on the segments from the 18 transfused units. Of the 18 units,15 were little c positive, two units wer little c negative and one was undetermined due to the unit segment was qns. The investigation determined that the most likely root cause of this event was operator error.

Event description:
Customer reporting false negative antibody screen test for one sample with no previous history tested on provue on (B)(6) 2016. Provue issued "?" And sent the card in question to the service rack. The operator visually inspected the card and manually modified the results and reported a negative antibody screen without taking any further actions. The patient then received a total of 18 units of blood from (B)(6), consequently had a transfusion reaction. Patient later expired, though customer indicated that the patient did not expire as a result of the transfusion reactions.